Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient had withdrawal symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient went to the ER (emergency room) and had a CT scan that showed the catheter detached. The actions and interventions taken to resolve the issue was the patient was contacting the physician. Surgical intervention did not occur and it was unknown if it was planned. The issue was not resolved at the time of the report.